Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 4.6, retest #1 inratio: 3.5, retest #2 inratio: 7.5. Results done 10 minutes apart. Patient's last dose of coumadin was two hours before the test.

Manufacturer narrative:
Patient has difficulty getting blood and milks the finger and the finger is sometimes pricked before the green light comes on. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. These pre-analytical techniques may contribute to inaccurate inr result or testing error. Be advise to apply a single hanging drop of blood on sample well. The customer has been taking amiodarone for the last two years in addition to her coumadin as well as lisinopril. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Inratio precision data provided by the end-user lot: date: (B)(6) 2011, 1st inr = 4.6, 2nd inr = 3.5, 3rd inr = 7.5, mean = 5.20, sd = 2.07, %cv = 3.74. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot 243104 on (B)(6) 2011 met precision criteria. Test results are as follows: donor 80 = 3.2, 3.4, 2.8 inr; donor 81 = 1.6, 1.7, none inr, n-house test results have 9.75% and 4.29%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Investigation conclusion: patient's medication could have contributed to unexpected result. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. Customer's improper test technique could also affect test result. No product was expected to be returned. Retained strip test result comparison met precision and accuracy criteria. As reviewed on (B)(6) 2011, (B)(4) discrepant result complaints were reported for lot #24314 yielding a complaint rate of 0.101%. Action threshold (>0.07%) has reached. From (B)(6) 2010 to (B)(6) 2011, there have been 28 therapeutic donors (89 strips) and 7 non-therapeutic donors (7 strips) tested. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.